Manufacturer narrative:
Please note: during integration of accessclosure, inc. Into the cordis business model, the determination was made that reportability for product failure modes would be aligned with current reportability for cordis products. This decision to align reportability was made, as the said failure modes, would not result in patient injury. As a result this event is being filed beyond the 30 day FDA requirement. Gmb-aci-complaint-handling@cardinalhealth.com complaint conclusion: while deploying the mynxgrip (5f) vascular closure device (vcd), the black tube (shuttle) broke and did not allow for pushing of the peg into place. No patient issue noted, manual pressure applied. Multiple attempts were made without success to obtain additional information. The device was not returned for analysis. A device history record (DHR) review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Without the return of the device for analysis, the reported customer complaint of ¿shuttle advancement issue¿ could not be confirmed and no determination of possible contributing factors could be made. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. As stated in the instructions for use (IFU), ¿detach shuttle and advance in a continuous motion until a definitive stop is felt.¿ based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Event description:
While deploying the mynxgrip (5f) vascular closure device (vcd), the black tube (shuttle) broke and did not allow for pushing of the peg into place. No patient issue noted, manual pressure applied no longer than 8-12 min.